Event description:
It was reported that the burr became entangled in the sterile towel. A 1.50mm rotapro was selected for use in an atherectomy procedure. During testing, the burr became entangled in the sterile towel. The procedure was successfully completed with a new burr. No patient complications were reported.